Event description:
It was reported the patient's scs ipg was replaced due to the patient controller (pc) displaying "replace generator" message. There were no complications or adverse consequences for the patient, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.